Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) location of the perforation: fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, colonoscopy ((B)(6) 2010), upper gastrointestinal tract endoscopy ((B)(6) 2010) and urethral dilation procedure. Previously administered products included for an unreported indication: depo-provera from (B)(6) 1996 to (B)(6) 2000. Concurrent conditions included amenorrhea, penicillin allergy, hypertension, left lower quadrant pain, adhesion, hives, anxiety, goiter and allergy to antibiotic. Concomitant products included buspirone hydrochloride, cetirizine hydrochloride (cetirizine), clindamycin, fluticasone, gentamicin, hydrocodone, hydrocodone bitartrate;paracetamol (norco), levonorgestrel, levothyroxine sodium (synthroid), metoprolol succinate (toprol xl), metoprolol tartrate (lopressor), tramadol, vitamin d nos (vitamin d) and zolpidem tartrate (ambien cr). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), flank pain ("right side pain") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, flank pain and tooth disorder outcome was unknown and the migraine and pelvic pain had resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006 and 1(B)(6) 2006. In 2010, she had undergone appendectomy surgery. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs-abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, perforation (other) location of the perforation: fallopian tube, weight gain, right side pain, dental problems. Reporter information, medical history, concomitant drug, events outcome were added. Event-injury was deleted device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) location of the perforation: fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and polycystic ovaries ('surgery ovarian cysts found tubes were twisted') in a 42-year-old female patient who had essure (ess205) (batch no. 509759-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, colonoscopy (B)(6) 2010), upper gastrointestinal tract endoscopy (B)(6) 2010), urethral dilation procedure and painful periods. Previously administered products included for an unreported indication: depo-provera from 1996 to june 2000. Concurrent conditions included amenorrhea, penicillin allergy, hypertension, left lower quadrant pain, adhesion, hives, anxiety, goiter and allergy to antibiotic. Concomitant products included buspirone hydrochloride, cetirizine hydrochloride (cetrizine), clindamycin, fluticasone, gentamicin, hydrocodone, hydrocodone bitartrate;paracetamol (norco), levonorgestrel, levothyroxine sodium (synthroid), metoprolol succinate (toprol xl), metoprolol tartrate (lopressor), tramadol, vitamin d nos (vitamin d) and zolpidem tartrate (ambien cr). In january 2000, the patient experienced migraine ("migraines"). On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2009, the patient experienced fatigue ("fatigue"). In january 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 7 years 11 months after insertion of essure (ess205). In july 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: multiple uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In june 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches"), pelvic pain ("pain"), flank pain ("right side pain"), tooth disorder ("dental problems"), abdominal pain lower ("especially with full bladder") and polycystic ovaries (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and appendectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, flank pain, tooth disorder and polycystic ovaries outcome was unknown and the migraine, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-jun-2006 and (B)(6)2006. In 2010, she had undergone appendectomy surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received; new events- lower abdominal pain, ovarian cysts were added & one event was updated from infection (bladder/ urinary tract/vaginal) to multiple uti. Event onset dates were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) location of the perforation: fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509759-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, colonoscopy ((B)(6) 2010), upper gastrointestinal tract endoscopy ((B)(6) 2010) and urethral dilation procedure. Previously administered products included for an unreported indication: depo-provera from (b096) 1996 to june 2000. Concurrent conditions included amenorrhea, penicillin allergy, hypertension, left lower quadrant pain, adhesion, hives, anxiety, goiter and allergy to antibiotic. Concomitant products included buspirone hydrochloride, cetirizine hydrochloride (cetrizine), clindamycin, fluticasone, gentamicin, hydrocodone, hydrocodone bitartrate;paracetamol (norco), levonorgestrel, levothyroxine sodium (synthroid), metoprolol succinate (toprol xl), metoprolol tartrate (lopressor), tramadol, vitamin d nos (vitamin d) and zolpidem tartrate (ambien cr). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), flank pain ("right side pain") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, flank pain and tooth disorder outcome was unknown and the migraine and pelvic pain had resolved. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2006. In 2010, she had undergone appendectomy surgery. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.